Event description:
Surgeon attempted to use laparoscopic scissors during procedure to cut tissue. When coagulation was attempted, a spark was seen coming from below the scissor portion of the instrument sending a spark into the pelvic region. The instrument was immediately removed and inspected. Upon inspection is was noted a possible defect in the sheath right below the scissor.